Event description:
The complainant reported that on (B)(4), 2009, the clinicians were preparing to implant a percuflex plus ureteral stent into the ureter of a 62 year old male pt. According to the complainant when the clinician opened the package containing the device, they found that the stent was split into two pieces. There was no visible damage to the outside packaging. The physician then obtained another percuflex plus ureteral stent and successfully completed the pt procedure. The complainant indicated that there were not pt complications as a result of the event and that the pt's condition was "fine".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B)(4).